Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and the treatment rendered for the event were not reported. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.